Event description:
The surgeon implanted a plate collamer lens model cc4204bf and the lens was removed without patient injury. The reporter stated the lens folded incorrectly and had to be explanted. The reporter could not recall the model and lot numbers of the cartridge and injector used.